Event description:
It was reported that a nester platinum embolization coil unraveled. The device was required for a splenic artery coiling procedure. Upon insertion, resistance was felt; therefore, a competitor's wire guide was exchanged for a stiffer wire. About half of the coil was advanced out of the catheter but the other proximal half of the coil was stuck inside the catheter. The catheter was retracted, and the proximal part of the coil was left then inside the introducer. An attempt was made to snare the coil from within the distal end of the introducer. At this time the coil was pushed out of the sheath and into the vasculature. One end was in splenic artery and other end in the aorta. The coil was successfully snared and removed from the body. It was noted that the coil had unraveled with a thin filament holding two parts of the coil together. The procedure was continued with competitor's coils with successful patient outcome. As reported, the patient did not experience any adverse effects or require any additional procedures due to this occurrence.

Manufacturer narrative:
. G4 ¿ PMA/510(k) #: preamendment h3 - device evaluated by mfg?: device not returned to manufacturer. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned or that a death or serious injury occurred; nor is it admission that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.